Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient was seen for programming, it was seen in an x-ray that one of the leads had an electrode detached. It was unknown which lead had the detached electrode. The patient noted that they had a fall and hit their head.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it is still unconfirmed if an electrode is detached. Awaiting patient to complete a CT head/neck. Likely due to fall, but it's unconfirmed. Issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# unknown, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the electrode has completely broken off of the lead, confirmed by CT scan. The patient also reported that they were in a car accident and since then their stim was giving them an oor message. They had been seen and now electrodes 0,1,2 were unusable. They were able to program around the impeded electrodes to give the patient adequate coverage, and they would return to the office in a month to see if they were getting relief. After discussion today with md - a lead revision will likely be discussed at the next appointment.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the cause of the electrode becoming detached remains unknown. Rep reports the patient was reprogrammed again on march 12th, 2025 and able to get coverage of their problem areas. Rep reports it is unclear if this is resolved as they are waiting to see if the reprogramming gives relief. Rep reports no device revision is planned at this time as they are waiting to see if the patient gets relief from the reprogramming. Rep reports confirming this information with the physician and/or patient.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported that the cause of the detached electrode was due to a patient fall. Pt described falling backwards and hitting their head on a stove top. Rep noted there will be no furthers steps taken at this time to resolve the issue. Rep noted the patient was getting good coverage and per neurosurgeon, they are looking to remove the detached lead. No further actions are taken at this time and the issue was unresolved. No device revision has been planned. Rep indicated they would send any further information as they become aware.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient completed his CT scan and talked to the md about the results. I don't have any additional information currently. If further intervention is needed, we will complete another mpxr when we are made aware.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# unknown, implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.